Manufacturer narrative:
Unavailable device was not returned for evaluation.

Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. Atw35 was fired on the ip ligament. The pt side of the staple line was half formed. The other half of the staples were elongated and non-formed. Bleeding was controlled with harmonic scalpel and eventually clips were applied. There was no pt consequence.